Event description:
It was reported that the device was used during a thyroidectomy, the clips were delivered across. They used another device to complete the case. There were no adverse consequences to the pt.